Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having unexplained high blood glucose of 292 mg/dl, which she treated with a bolus. Troubleshooting was performed and it was found that there were tiny air bubbles in the tubing while checking the insulin infusion set, and the customer stated that the cannula was occluded. The customer was unable to perform a high pressure test as she did not have the clip with her to do so. She was advised to change out the infusion set, reservoir and insulin. Nothing further was reported.